Event description:
It was reported that during a left internal carotid artery stenting procedure, the patient experienced bradycardia and hypotension. The bradycardia was treated with atropine and the hypotension was treated with dopamine and pseudoephedrine. On (B)(6) 2012, the hypotension resolved. On (B)(6) 2012, the patient was discharged home. Bradycardia was noted as continuing. On (B)(6) 2012, the patient woke up with blurring left eye vision and confusion. On (B)(6) 2012, a left parietal hemorrhage was confirmed per CT scan and the patient was hospitalized. Aspirin and plavix were held. On (B)(6) 2012, the patient was discharged with symptoms continuing. On (B)(6) 2012, the bradycardia was noted as resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of bradycardia, hypotension, intracranial hemorrhage, and neurological deficit dysfunction are known observed and potential adverse events as listed in the rx acculink carotid stent system electronic instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.